Event description:
End user don purchased and replaced bearings in the head tubes and he states he cannot get the bearings right head tube, he states the head tube is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.